Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one (1) sample was received from the customer for investigation with the needle hub assembly attached to a syringe. A dyed water solution was drawn into the returned needle hub assembly and syringe. No leakage was observed. The needle hub assembly was then removed from the syringe and visually examined using 10x magnification. No holes or cracks were observed in the needle hub assembly. Based on the investigation conclusion the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was not able to be performed on the batches associated with this investigation as the batch numbers were unknown. Investigation conclusion: based on the investigation conclusion the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Root cause description: based on the investigation conclusion the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: based on the investigation conclusion the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
Material no. 305111, batch no. Unknown. It was reported that during use of the bd precisionglide¿ needle there were air bubbles when pulling back on the plunger. An issue with leakage from the needle also took place as the customer stated a little bit of insulin leaked when customer loaded insulin into the cartridge. The following information was provided by the initial reporter: customer saw bubbles go into the syringe from the needle when pulling back on the plunger to remove air from the cartridge. Customer then stated that it seemed like the needle leaked a little bit of insulin when customer loaded insulin into the cartridge.